Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a proper charge and one lead had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred february 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, (B)(6), UDI: (B)(4).